Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) was able to reproduce the issue and replaced the core to resolve the issue. The system was tested and verified as ready for use. Isi has not received the core for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a surgeon was dissecting parts of the lung when the system spontaneously showed a non-recoverable fault. The system was restarted, and it continued to function correctly for approximately 30 minutes when the fault occurred again. The system was restarted, but the fault persisted. The surgery was converted to conventional laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was converted due to a non-recoverable error 86 failure of the da vinci system. It was converted to laparoscopic, and the same ports continued to be used with no enlargement. The patient tolerated the conversion of the surgery and did not have any injuries during the conversion. The system was functional at power up and initially powered up without errors. Isi technical support was contacted, and the issue could not be resolved. There was no issue to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The core was analyzed and found that the unit was returned for failure analysis and the reported failure was confirmed and replicated. In-house fa: visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden pca system where the component functioned as expected. System started up failed with error on ipd, side b 12v was out of range 2818-2822 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. As a result of these findings, failure analysis was able to conclude that the ipd on power tray was found to be the root cause of the reported failure. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.